Event description:
User alleges one incident of the hypodermic needle adhesive seal, between the metal and plastic, not holding thus allowing needle to disassemble. No injury to patient.

Manufacturer narrative:
Results: we are unable to conduct a thorough investigation into this event as the user did not retain the event sample. The user facility did return two unopened samples for investigation. Both samples were visually and function tested to try to replicate the customer report. No malfunction was found and units both worked as intended. This needle is supplied. We have not had any confirmed events of needle out of epoxy with the needle supplied in this kit. A review of our complaints database reveals no similar reports on this device lot number. The lot size was 240, 000. We have had reports of needle out of epoxy (with a different needle supplier), however, some of those were due to user interface. We have had reports of needle out of epoxy that the returned samples were disconnected due to user not securing before use and we have had a broken off needle returned when stated needle out of epoxy. Root cause: without the event sample, we are not able to determine if this was a supplier issue or a user technique issue. This report has been logged for trending.